Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving an unspecified chemotherapeutic agent. After an unspecified length of time, the nurse noted that the chemotherapy was leaking from the filter's inlet valve. The delivery was stopped. The chemotherapy was cleaned up according to the hosp's protocol. The filter extension set was replaced and the therapy was resumed. There was no reported adverse effects to the clinician or the pt.